Event description:
The customer reported that during an attempted deployment of a vasoseal es, the deployer was unable to retract the j segment of the temporary arteriotomy locator and the j segment broke off. A fluoroscopy and an ultrasound were performed and the j segment was observed in the vessel. The pt was taken to surgery and a snare was used to remove the j segment. No further complications were reported.